Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure (ns) devices. The procedure was abandoned and a perforation was noted. In late 2008, it was reported the patient was discharged home "after the anesthetic wore off". During follow-up with the physician two weeks later, she reported the perforation was confirmed via hysteroscopy. No treatment was needed and the patient went home. She reported the patient would be seen on follow-up later that day. Follow-up with the physician's nurse in early 2009 revealed the patient was seen two weeks after the original date and "she is doing fine". A dilatation and curettage (d&c) and sounding (using the curette) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) reviews were conducted for both disposable devices (lot# 08a25hb). No abnormalities were found related to the reported info. These devices passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.